Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that the patient has one incision per vectris study and that the patient was present at their first orientation appointment. The manufacturer representative had attempted 10-12 times to orient the device. When she attempted to orient the reclining position, it does not recognize the position. The manufacturer representative has skipped reclining due to it not recognizing the position. When the manufacturer representative finished orienting lying left and was trying to orient lying right, ¿invalid orientation¿ appears and the manufacturer representative has to start over. The manufacturer representative noted that the patient¿s implantable neurostimulator is implanted on the left side, the pocket is not moving, and it appears to be tight. The patient also prefers to lay on her back. It was reviewed that only 3 positions are needed for orientation. Orienting upright and back were successful. When attempting to orient lying right and skipping lying left because of the implantable neurostimulator location, the ¿invalid orientation¿ occurred. The patient is lying on her right side at a 90 degreeangle. When the manufacturer representative skipped the reclining position, it quickly went to the intensity wheel where as in the other positions she had a minute before it went to the intensity wheel. It was noted that the patient is not lying on a recliner for the reclining position, but rather holding herself in the reclining position. The patient was going to return for orientation on (B)(6) 2018. There were no patient symptoms or complications reported. Additional information was received from a healthcare professional (hcp). It was reported that there was a malfunction and they were unable to enable the adaptive stimulation at the patient¿s visit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp in a clinical study (sdy) and from a consumer (con). It was reported that they were unable to enable the adaptive stimulation. The cause of the issues was unknown. On (B)(4) 2018, it was reported that they could not get the adaptive stimulation done for a couple of weeks; they thought the patient was still swollen. They finally had the patient sit, roll over, sit up, and recline over two hours and the patient was in a lot of pain.